Event description:
In preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the heart lung console was unplugged from the ac outlet, the system shut down before setup for the procedure could begin, suggesting the batteries were dead. The device was used for the procedure. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.